Manufacturer narrative:
The customer reported that their facility experienced a power outage and now their central nurse's station (cns) touchscreen, mouse and keyboard are not working. The cns also cannot get into the monitoring software. No harm or injury was reported.

Event description:
The customer reported that their facility experienced a power outage and now their central nurse's station (cns) touchscreen, mouse and keyboard are not working. The cns also cannot get into the monitoring software. No harm or injury was reported.